Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by the medtronic indicated that the insulin pump did not display any alarm. Customer stated that they had high blood glucose level of 550 mg/dl. Customer reported that they passed high pressure test. Customer reported the drive support cap was normal. Customer treated with pen for high blood glucose. The troubleshooting was performed. The device will not be returned for analysis.